Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was giving the error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred three days earlier at 9:00 am and he could not use the meter due to the reported issue. He also reported that one day prior to original date, he went to the emergency room because he felt like he was floating in the sky. His blood glucose level on the ER/hospital meter was 42 mg/dl and he was placed on IV glucose. At the time of troubleshooting, it was verified that this was not a new product and that the condition of the test strips was good. Te patient's testing technique was reviewed to be correct and it was determined that the error 2 message occurred when the test strip was inserted. The alleged issue was resolved when the patient was walked through a successful retest. This complaint is reported because the patient reported he was unable to test and later was treated for hypoglycemia in the ER.. Replacement products were sent to the lay user/patient.